Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: call service 064-0000 alarms (motor error) were confirmed in the black box. The rewind, load cartridge, and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked, traveling to the bumper pad. The pump was opened to inspect the motor related components. Traces of moisture corrosion was observed under the j5 motor connector..

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.